Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The reported issue was confirmed and a new wheel was installed on the stretcher.

Event description:
It was reported while on a call, one of the transport wheels detached from the stretcher. There were no reported injuries or adverse effects but a back up stretcher was needed to complete the patient transport.